Event description:
The procedure was to treat a 99% stenosed lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. The 3.5 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal, resistance was felt with the anatomy. When the stent entered the guiding catheter, it was observed that the stent moved on the balloon. The sds and guiding catheter were removed together; however, the stent was seen dislodged in the mid segment of the upper arm artery, under angiography. Another stent was used to crush the stent into the vessel wall. The target lesion was treated with another stent and the patient outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Stent movement could not be tested as the stent implant was dislodged. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.